Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup # 60-6085-201a, lot 202101251 experienced by spectrum health gerber memorial on 20may2021. Information received was that they "had a vcare that fell apart in a patient today, no patient harm". It is indicated the procedure was completed. To date, attempts have been made to gather additional information, but no information has been received at the time of this filing. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as it noted it fell apart in the patient but there is no indication of harm. Additional information received indicates the issue occurred approximately 45minutes into the procedure while manipulating the uterus as the colpotomy was being completed. The green cervical cup, balloon and white "cuff" all detached and slid off the shaft. It was noted the green cervical cup was not sutured in place when it occurred. This new information does not affect the type of MDR reporting. This incident is still reported on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device in question, used in the procedure, is not available for evaluation by conmed. Conmed received seven 60-6085-201a returned unopened in original packaging. The lot number of the device - 202101251 was verified against the lot that was reported. A visual inspection found no obvious defects or abnormalities. A functional test was performed, and measurements were taken. A pull test was conducted on five samples to determine the lbf for detachment of parts from v-care. One v-care did not retain cervical cup at a minimum of 24lbf applied. The cervical cup of v-care sample number three detached at 22.8lbf. The customer's reported issue of the device pulling apart was confirmed based on device evaluation of the returned same lot samples. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup # 60-6085-201a, lot 202101251 experienced by spectrum health gerber memorial on 20may2021. Information received was that they "had a v-care that fell apart in a patient today, no patient harm". It is indicated the procedure was completed. To date, attempts have been made to gather additional information, but no information has been received at the time of this filing. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as it noted it fell apart in the patient but there is no indication of harm.